Event description:
It was reported while using bd phaseal¿ optima injector n35-o the device was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: pharmacy technician stated that when adding diluent to chemo vial the vial over pressurized and while pushing down on syringe plunger the optima injector broke off at the luer connected to the syringe. Response received 05 sep 2023 was there any leakage occurred due to incident reported? Yes, within a biological safety cabinet in the inpatient pharmacy. Was there any patient involvement? No. If yes, how was the patient outcome? Are there any clinical signs, health consequences or impact? N/a. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No. Since sample is not available, is there a photo that can be shared for the evaluation? No photo was taken of the product when the event occurred in the inpatient pharmacy. Can we ask the customer the material information for the mating component, if they aspirated the amount of air equal to the volume needed in the syringe prior to attaching the injector to the syringe, and if they were able to withdraw medication from the same vial/protector using a new syringe/injector ? Follow up sent 30 oct 2023 - no response. Second follow up 06-nov-2023 - no response. Third follow up sent 09-nov-2023 - no response.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no physical samples that display the reported condition were provided for investigation. A device history review was performed for lot 2305303 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. The injectors connected to a mating luer without issue and no cracked luers were observed. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd phaseal¿ optima injector n35-o the device was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: pharmacy technician stated that when adding diluent to chemo vial the vial over pressurized and while pushing down on syringe plunger the optima injector broke off at the luer connected to the syringe. Response received 05 sep 2023: was there any leakage occurred due to incident reported? Yes, within a biological safety cabinet in the inpatient pharmacy. Was there any patient involvement? No. If yes, how was the patient outcome? Are there any clinical signs, health consequences or impact? N/a. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No. Since sample is not available, is there a photo that can be shared for the evaluation? No photo was taken of the product when the event occurred in the inpatient pharmacy.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.